Manufacturer narrative:
Initial reporter phone:(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. After the patient was entered, sedation and puncture were started into right femoral vein/artery and internal jugular vein for coronary angiography. The sheath was inserted and during puncture, the physician detected blood leaking from the vizigo hemostatic valve. This occurred about 3 to 5 minutes after the sheath was inserted into the patient¿s body. They completed the procedure by exchanging for a new vizigo. The hemostatic valve was defective, it was not cracked. The procedure was completed without patient's consequence. There was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No picture available. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown, but it was not a large amount. No medical intervention was required to stop the bleeding. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 6-jun-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. Device evaluation details: visual analysis revealed that the device was in normal conditions. However, the brim cap was detached from the hub inserted on the dilator along with the silicon ring and the hemostatic valve. A microscopic examination of the valve and the silicon ring was performed and no evidence of damage on these parts was observed. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility to avoid this type of damage. A device history record review was performed for the finished device 00001874 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 12-may-2022, the bwi product analysis lab received the device for evaluation; however, this information was mistakenly omitted from the previously submitted initial report.